Event description:
It was reported that "immediately after this manipulator was inflated to stay in place, the manipulator was observed to have the water leak out of the inflation port back from the balloon and the balloon deflated totally." No pt injury was reported.